Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9676, serial/batch number (B)(6), was received for investigation. The visual evaluation revealed heavy scratches and lines in the collar and scratches along the shaft and connector. Both devices arrived separately for investigation. The observed condition is most likely the result of heavy use. Visual evaluation revealed heavy scratches and lines in the collar as well in the connector. Because the matting had heavy scratches along the device's od, it is possible that the instrument will bind together when the metal is too hot to run for a long time. Functional testing was performed by inserting the ar-9676 batch 022338 inside the ar-9597-20 batch 37622051, resistance was felt when trying to rotate. The observed condition is most likely caused by overheating during use, which can be attributed to the age or extensive use of the device. Eco-41381 was implemented. The changes being implemented are due to a product improvement initiative to address complaints related to the ar-9676 drive shaft seizing/binding during use together.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/17/2025, it was reported by a sales representative via (B)(4) that an ar-9597-20 reamer sleeve and an ar-9676 driver shaft are broken. This occurred during use in a case with no patient effect.